Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the valve on the ik sheath broke while removing the dilator. Estimated blood loss was less than 250cc. The patient was in stable condition. The procedure outcome was successful. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation. One 9 r ik sheath along with the dilator was received for product evaluation. No other components were returned. Visual inspection revealed that the valve appeared to be completely dislodged into the hub of the sheath. The valve was then separated from the sheath and examined. The microscopic inspection revealed an off-center indentation on the cross-cut valve. No anomalies were noted with the dilator. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update a review of the device history record of the product code/lot# combination was conducted with no findings.